Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2018, and these test well images in question appeared visually positive. The camera report was optimal, and washer fill test errors for wells a, b and e for the month of testing were noted, although the washer errors did not correspond to the wells in question. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2018. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen, when tested on a galileo echo instrument.